Event description:
It was reported that the patient had his implant and lead removed. It was noted that the patient had an eeg done for unrelated tests. It was further noted that ¿they¿ thought the patient potentially had a stroke. It was noted that the patient¿s head began bleeding on (B)(6) 2012 on the left side of the patient¿s head. It was noted that during the eeg that the patients wire was exposed when the nurse "wrote on the side of his head," causing him to bleed. It was noted that he was combing his hair when the patient noticed that his head was bleeding and he had to go to the hospital to have it checked. It was noted that the bleeding continued and as a result the battery on the left side was removed. It was noted that the patient reported no falls or ¿anything.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 7438, serial# (B)(4). Product type: programmer, patient: product ID 7 482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7426, serial# (B)(4), implanted: (B)(6) 2010. Product type: implantable neurostimulator: product ID 3387s-40, lot# v331504, implanted: (B)(6) 2010. Product type: lead: product ID 3387s-40, lot# v329593, implanted: (B)(6) 2010. Product type: lead: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3387s-40, lot# v329593, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that subsequent to an eeg done on (B)(6) 2012. The patient noticed areas of discharge and redness in three scalp incisions on the left side. The patient was seen by a physician on (B)(6) 2012 and appeared to have a chronic infection of three wounds. It was noted that there was a brief course of antibiotics and local treatment with antibiotic ointment. It was further noted that on follow up examination the discharge had improved but the patient appeared to have chronic granulation tissue over the parietal and retromastoid incision in addition to intermittent drainage from the frontal incision. It was noted that on (B)(6) 2012, there was wound exploration, washout, obtainment of cultures and wound reclosure in an attempt to save the underlying deep brain stimulation (dbs) hardware. It was further noted that there was no evidence of pus in any of the three incisions. It was noted the implanted equipment looked completely normal and was therefore left in place during the procedure. It was noted the procedure went well and there were no acute complications. Cultures were taken in the operating room and sent for identification of pathogen. The patient was started on intravenous (IV) antibiotics for a recommended 6 weeks/42 days. It was further noted that patient did well postoperatively and there were no rehabilitation issues. The patient remained afebrile. The pain was ¿well controlled.¿ the patient was ambulating independently and there were no complications with voiding. The patient was discharged from the hospital on (B)(6) 2012. It was later reported that post operatively the patient continued to have drainage and scabbing over the frontal and retromastoid incisions, which caused him to be readmitted to the hospital on (B)(6) 2012 for removal of the infected dbs system. The patient was taken to the operating room on (B)(6) 2012 for a wound washout with removal of infected hardware from the left side. The surgery was without incidence and the patient was in stable condition following the surgery. The patient was placed on IV vancomycin and cefepime post operatively, which then changed to vancomycin only. The patient was to be discharged on (B)(6) 2012 and scheduled for a follow up appointment in two weeks.